Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during an unknown procedure, the staple line was not complete. Changed another one to complete the procedure. There were no adverse consequences for the patient. (B)(6).